Event description:
Customer called and reported the centrifuge bowl went off the support and broke in the centrifuge chamber during buffy coat collection. It was a single needle mode procedure with a central venous line. Whole blood processed (wbp) target was 1500 ml. The nurses did not see any alarm but they stopped the instrument immediately when the bowl came off its base. The treatment was aborted and no blood was returned to the pt. The pt's condition is stable. Platelets 259. Heparin was used 12500 units, a/c ratio 10:1. Service order srv-010416 was dispatched. The smart card was returned and pictures were provided by customer for investigation.

Manufacturer narrative:
Batch record review of lot c110 was conducted. There were no non conformances related to this lot. Lot met release requirements. Trends have been reviewed for this complaint category and no trend has been detected, however, CAPA (B)(4) has already been initiated to investigate this type of event. Service order srv-010416 feedback is still pending. A smart card and photo analysis was conducted for this complaint. A blood leak, as the result of broken bowl was confirmed upon viewing the photos provided by the customer; however, without a returned kit, it could not be determined if the kit met specification. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).